Manufacturer narrative:
(B)(4)

Event description:
Experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient was tired and feeling light headed and knew something was coming up. He checked the cgm and it was displaying 90 mg/dl and indicated that he was fine and continued doing things around the house and then blacked out. The patient stated that his partner had not heard from the patient, so he called his house and when the patient did not pick up, he called the paramedics. The patient stated their dog bark when the patient is not well which may have alerted the patient¿s neighbors. When the paramedics arrived, they took a finger stick reading and the patient¿s bg was at 60 mg/dl. The patient started to wake up in the ambulance and could not recall what happened before blacking out. They were transported to the hospital and was admitted for non-dexcom related issues; however, during the ambulance ride, the patient thinks they provided him with glucagon. No further diabetes related treatment was made at the hospital. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.